Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2011, as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe. The procedure was completed successfully with no issues noted. The patient experienced two events of asthma exacerbation following the procedure. The first event began on (B)(6) 2011, was treated with an increase in albuterol and was resolved on (B)(6) 2011. The second event of asthma exacerbation began on (B)(6) 2012, was treated with a prednisone burst and was resolved on (B)(6) 2012. On (B)(6) 2012, twenty four days post procedure, the patient experienced an upper respiratory tract infection, which was treated with azithromycin. The event was reported as resolved on (B)(6) 2012. No hospitalization or emergency room visits occurred from any of the events above.

Manufacturer narrative:
(B)(6). Study: (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.